Manufacturer narrative:
Based on the received medical records it was determined that device involved in the reported event is a zimmer device, not a stryker product.

Event description:
Patient stated from first day after surgery, patient has been experiencing piercing pain in the right knee since the implantation and patient stated that the knee locks up and becomes immobile as a result of the tightness. Additional information received indicated that device involved in the reported event is not a stryker product.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient stated from first day after surgery, patient has been experiencing piercing pain in the right knee since the implantation and patient stated that the knee locks up and becomes immobile as a result of the tightness.